Event description:
In 2000, the facility's assistant o.r. Manager informed the MFR's representative of the following: pt with breast cancer had device implanted in 2000, for infusion of chemotherapy. It appears that the device catheter fractured and had to be removed. The pt is schedulred for a replacement in the near future (exact date not available). No further details were provided.